Manufacturer narrative:
Additional information received from the local field representative indicated that the patient was seen by their physician. The physician contacted the local field representative to discuss device reprogramming of changing the atrial sense and pace polarity from unipolar to bipolar. It was reported that the physician was satisfied with the changes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the emergency room due to dizziness. It was discovered that the lead safety switch (lss) was triggered due to a high pacing impedance measurement greater than 2,000 ohms with the another manufacturer's right atrial (ra) lead. Upon device interrogation there were also stored electrograms (egm) with noise and inappropriate atr mode switches. The lead configuration was programmed back to bipolar. Pacing impedance measurements were tested many times while having the patient perform different arm movements. All of the impedance measurements were between 470 to 480 ohms. Intrinsic p-wave sensing and pacing threshold measurements were also within normal limits. A review of the historical data in the device indicated that there were also a high pacing impedances greater than 2,000 ohms in october 2016, it had since stabilized to 1,000 ohms until the recent measurement. The patient was scheduled to see their electrophysiologist. No adverse patient effects were reported.